Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter arterial chemoembolization procedure, pre-close placement of the sutures was attempted in a mildly calcified femoral artery using perclose proglide devices. Reportedly, the suture of the initial proglide device was deployed successfully through a 6-french sized access site. However, during deployment of the second proglide device, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and the suture from a third proglide device was deployed. The sutures from the first and third proglide devices were clamped to the side. The access site was dilated to 14-french. After conclusion of the transcatheter arterial chemoembolization procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no suture being present when the needle plunger was removed was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.